Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient's has alleged that they developed cancer due to use of the device. The reported event of death due to cancer and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary and a follow-up report will be submitted if additional information is received. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient's has alleged that they developed cancer due to use of the device. The reported event of death due to cancer and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary and a follow-up report will be submitted if additional information is received. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The previous report was inadvertently filed as a product problem. This has been corrected to reflect the allegation of cancer as an adverse event with outcomes attributed to ae as other in section b1. The type of reported complaint has also been corrected to serious injury in section h1. Section h6, health impact code was corrected to serious injury/illness/impairment and the evaluation method code was corrected to type of investigation not yet determined. There was no allegation of death. As previously stated, the manufacturer's investigation is ongoing and a follow-up report will be submitted when the manufacturer's investigation is complete.